Manufacturer narrative:
The reported event can be confirmed based on available medical records and health care expert opinion the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below; ¿the CT scan is showing a girdlestone-situation with cement in the joint cavity. The initial planning for an implant showed an inbone talus,pe and tibial component. However, there is no evidence and not enough information what happened after the removal and why a removal has been performed. Information is taken from the initial planning 21st of july, 2021. As there is only a cement spacer visible in the CT, nothing can be said, regarding the implant or a reason for failure of the implant. Infection, independent from the implant, is likely, however.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The tibial component subsided into anterior tibial bone. Patient was tested multiple times for infection. No presence detected. Tibial, talar, and poly implant were explanted. No remarkable patient circumstances involved. The patient was revised.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.